Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. It was determined that the inoperable printed wire assembly (pwa) board was the root cause. The pwa board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 46011 and would not administer dose. There was unknown patient involvement, and unknown patient harm/adverse event was reported.